Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient started experiencing difficulty talking beginning saturday night, (B)(6) 2018. The patient's neurologist scheduled an MRI. The MRI showed acute stroke according to the radiologist. Unknown if any environmental/external/patient factors may have led or contributed to the issue. Diagnostic/troubleshooting performed included the patient going to the hospital for an MRI of the head. The patient's ins system integrity was verified with impedance checks. Per the neurologist's request, the ins system was shut off for the MRI. Following the MRI, the ins system integrity was verified again with impedance checks. The ins system was then turned back on. The ins system is functioning normally. The MRI technologist saw a lesion during the scan and immediately contacted the radiologist to take a look at it. The radiologist said it was an acute stroke. The patient was sent to the emergency room for treatment. Interventions/actions that were taken to resolve the issue was having the patient admitted to the emergency room. Unknown if the issue is resolved. Unknown if surgical intervention occurred. No further complications were reported or anticipated with this event.

Manufacturer narrative:
Fdm and fdr codes updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the acute stroke and aphasia was due to a vascular event involving the left frontal region. They are not a candidate for taa given time interval. They were placed on asa 81 mg/d (aspirin 81 mg). Actions/interventions included an evaluation by pt/ot/st. No need for medical rehab as symptoms rapidly improved by discharge. The acute stroke and aphasia are reported to be resolved.